Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the lighting system and found that the retaining ring that secures the lightead to the suspension system was not fully seated. As the retaining ring was not fully seated, this allowed for the lighthead to loosen and eventually detach from the suspension system resulting in the reported event. The technician re-installed the retaining ring, tested the unit, confirmed it to be operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee was cleaning their harmonyair e-series surgical lighting system when one of the lightheads detached and was hanging from the suspension system. No report of injury.